Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine visit where lead fracture was observed. It was noted that previously the rv pacing lead impedance had steadily increased in the bipolar configuration and during that time it was changed to unipolar configuration. On (B)(6) 2016, the lead was capped and replaced due the bipolar fracture, likely causing the high impedance and high bp capture threshold. The patient is doing fine and will continue to be monitored.